Manufacturer narrative:
Upon completion of the investigation it was noted that upon a performance evaluation that we were unable to duplicate the complaint made by the customer. The unit was received as fully operational and met all factory specifications. The unit was tested for 4 hours, observed to operate without failure, and passed the final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep called and reported that biomed unpacked a brand new unit and conducted initial testing that indicated that the output was not matching with the test results. Hospital tech support confirmed that it was a bad unit. Device was not used. No patient involvement.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. (B)(4).